Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and the ventilator's lcd screen was found to be blank. The device's sensor board and lcd screen were replaced to address the issues.